Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed. A field service engineer inspected the device and replaced latch and verified functionality through application, unit tested good and issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es latch for the remote manager on the refrigerator had been frequently failed to open and users were unable to get the needed medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es latch for the remote manager on the refrigerator had been frequently failed to open and users were unable to get the needed medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.